Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reporter symptom, which was not reproduced. The false messages were confirmed and were found to be caused by the failed upstream sensor with low readings. The upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump constantly displayed the upstream occlusion message. It was also reported there was no pt involvement.